Manufacturer narrative:
Physician reported that as lens was delivered into the eye, the leading haptic caught the anterior rhexis, resulting in a small tear of the anterior capsule. The device history record for the lens batch was reviewed. No issues were noted. The lens remains implanted in the patient's eye.

Event description:
Physician reported that as lens was delivered into the eye, the leading haptic caught the anterior rhexis, resulting in a small tear of the anterior capsule.